Event description:
It was reported by the health-care provider (hcp) that a 23mm valve from a (B)(6) patient is leaking. The subject valve is still implanted to the patient. Per hcp, the re-peration is exepcetd in about 3 weeks. The implant duration and date of implant of the subject devie is unknown. Despite repeated attempts to receive further information regarding the subject device and event, no additional information was received.

Manufacturer narrative:
Additional manufacturer narrative: based on the follow-up with the health-care provider, the subject valve has not been explanted and hence no further information is available at this time. The patient is being monitored by her cardiologist and there is no immediate plant to re-operate. No further information is available at this time.

Manufacturer narrative:
Device still implanted to the patient. Unfortunately, the sample device cannot be evaluated, therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.